Event description:
It was reported that usb port on pump was broken and could not be charged. Subsequently, the pump shutdown as it could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor provided replacement pump while awaiting returned device.